Manufacturer narrative:
Concomitant medical products: 4568-53 lead, implanted: (B)(6) 1999. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during device follow up, the patient was in asystole and seizing following programming to bipolar. The physician quickly reprogrammed back to unipolar. The physician felt the warning to confirm presence of bipolar lead should occur sooner in the polarity programming process. It was noted that the polarity warning appears after the user selects "program," but prompts the user to confirm polarity setting before programming changes are initiated. The device and right ventricular (rv) lead remain in use. The programmer remains in use. No further patient complications have been reported as a result of this event.